Event description:
It was reported that the fenestrated bipolar forceps instrument had a black wire defect. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. There may be missing material from the insulation, but the size of the missing part cannot be confirmed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Thermal damage was found on the yaw pulley near the damaged insulation. Additional observation: failure analysis found the failure of thermal damage instrument bipolar yaw pulley. The instrument was found to have charring and localized melting at the yaw pulley near the damaged insulation. The instrument passed the electrical continuity test. The probable cause of the thermal damage is attributed to the primary failure of conductor wire - insulation damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.